Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the gastrovideoscope exhibited insufficient adhesive in screw holes of distal end. There were no reports of patient involvement.

Manufacturer narrative:
Correction to h6 component code of the initial medwatch. The information was inadvertently selected as 3123 - tip and should reflect 3194 - adhesive. Correction to h6 medical device problem code of the initial medwatch. The information was inadvertently selected as 1068 - loss of or failure to bond and should reflect 1454 - peeled/delaminated. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: according to the facts found out from the investigation, it could be confirmed that the malfunction occurred. Since the condition of the subject device could not be thoroughly checked during investigation, we could not surmise a cause. The device inspection results pointed out that the malfunction might have occurred due to an incorrect handling of the facility. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use. Warnings and cautions. Cautions. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Olympus will continue to monitor field performance for this device